Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle free valve was occluded. The following information was received by the initial reporter with the following verbatim. Mix product. Medication is still in powder form. Pt reports there is resistance to the syringe plunger when they press down and no liquid is transferring over to the medication dry powder vial.